Event description:
The customer was unable to repair the device, so manufacturers service was requested. The manufacturers field service engineer reported upon initial inspection the ventilator would not power on and the customer had changed out several parts. The service engineer replaced the power supply and the device was able to power on but would not operate in normal ventilation mode. The service engineer replaced the power management board to correct the finding. The service engineer reported final testing passed and the reported problem was not duplicated.

Event description:
Factory analysis of the power management pcb board revealed a component failure which, if it were to occur during operation of the device during use in normal ventilation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.

Manufacturer narrative:
Supplemental report.

Manufacturer narrative:
Device out of warranty; no request for MFR's service. Service is in progress; results pending.

Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, both pressure sensors may have failed which may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was out of warranty, the biomedical engineer contacted MFR's product support (pse) who advised eval of the power management and motor controller pcb boards for replacement. The biomedical engineer reported his eval has been unable to isolate the cause of the reported event and service is still in progress.